Manufacturer narrative:
Unable to prime during prime/a33 test and motor error alarm during basicocclusion test due to faulty fsr. Motor passed motor test. Unit hadcracked battery tube threads, reservoir tube lip, case window displaycorners, scratched lcd window and case. Drive support disk was inspectedand no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.